Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the implant date of the affected pump was unknown. The patient's weight at time of event was unknown. The cause of the symptoms after refill were not determined, but was noted it might be due to potential overdose. It was noted that the amount of time between refill and the symptoms onset was minutes. It was noted that the physician denied returning the pump when asked if it would be returned. The physician stated that it did not appear to be a pocket fill. The physician stated that they were definitely in the septum. It was noted the information was confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving fentanyl (3500mcg/ml), clonidine (500mcg/ml), bupivacaine (12mg/ml), and morphine (50mg/ml) at minimum rate via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient went in for a refill and shortly thereafter the patient reported starting to feel hot. The hcp indicated that the patient passed out. The hcp performed an ultrasound to rule out a pocket fill and programmed the pump to minimum rate mode. The hcp would be replacing the pump, and the patient was in the intensive care unit (ICU). The patient's current pump was not showing up in device registration. The change in therapy/symptoms was considered sudden. No further complications were reported or anticipated.